Manufacturer narrative:
Apoc incident # (B)(4). Additional product to be investigated. Description: cg8+. Lot#: w22291. Product #: 600-9001-25. PMA/510k#: k940918. UDI: (B)(4). Mfg date: 18-oct-2022. Expiry date: 23-jun-2023. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant potassium results on a patient. There was no additional patient information at the time of this report. Method, date tested, result, sample, cartridge, lot#: I-stat (B)(6) 2023 10:46 2.0 meq/l b chem8+ h22316; vs2 (B)(6) 2023 02:15 2.6 mmol/l b chem8+ h22316; I-stat (B)(6) 2023 20:39 3.0 meq/l c cg8+ w22291;vs2 (B)(6) 2023 21:21 4.6 mmol/l c cg8+ w22291; I-stat (B)(6) 2023 02:51 3.1 meq/l a chem8+ h22316; vs2 (B)(6) 2023 03:39 4.2 mmol/l a chem8+ h22316. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4) the investigation was completed on 18-mar-2023. A review of the device history records (dhrs) confirmed the cartridge lots met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ak, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h22316 or cg8+ cartridge lot w22291.